Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(6)). The kelly forceps insert shows a burn mark at the main rivet level. The customer used it on an erbe v103 generator with program softcoag bipolar - effekt 5. This program provides a 200 vp output. The IFU of robi instruments states a 150 vp upper limit. Result: overvoltage - use error.

Event description:
It was reported that there was event with a "handle". According to the information received, the 38610md forceps insert stewed on the hinge during application. Further information is not available.